Event description:
Info rec'd from risk management via phone call in 2001 and medwatch form rec'd in 2001. As reported on medwatch form: "pt having atrial fibrillation ablation using transseptal approach. Pressure bag connected to tubing going directly into pt's femoral vein. Clamp on infusion tubing was partially clamped. Bag emptied and collapsed. Pt arrested. Suspected cause: air embolus." Also stated that pt was in a coma. As explained by risk manager in phone call, all the MFR's whose products were being used in the procedure were being contacted via medwatch. Risk management also indicated that the namic device had not been noted to be defective.